Event description:
During failure investigation testing for an oxygen mix accuracy failure, physical damage to the (u1) on the oxygen flow sensor pcb was found. The damage resulted in error code (e/c) 100b. There was no patient involvement. The damage to (u1) on the oxygen flow sensor was confirmed during in-house failure investigation. The biomed replaced the flow sensor assembly to address the reported issue. The flow sensor assembly was returned for failure investigation testing. The defective oxygen flow sensor was scrapped due to physical damage. The device has been returned to the customer to be placed back into service following the repair to the flow sensor assembly. The damage to (u1) on the oxygen flow sensor pcb occurred during or after the repair of the gas delivery system.